Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were within the acceptable limits on the day the event occurred. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced sample 1 mixer board and the sample probe. The cse primed the system and ran system check, resulting satisfactory. The cse verified the mixer operation through mixer diagnostics testing, which resulted within ranges. The cause of the discordant, falsely low glu result is unknown. As per the dimension vista operator's guide, a result flagged with an "abnormal assay" cannot be reported. The cause of the flagged result being reported was an operator error. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was flagged with "abnormal assay" and was erroneously reported to the physician(s). A nurse questioned the result, as a higher result was obtained on a hand held device. The sample was repeated on an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.